Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed both power supply voltage readings to fail. The third power supply¿s direct current (dc) output voltage reading was at 0.1287 volts direct current (vdc) which is low, specification is 24.5 vdc +/- 5% . In addition, both power supply voltage readings failed with values of 413 and 845.3 mvdc, and are classified as higher than the normal power supply with good signal voltage reading of less than 350 mvdc. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery - full charge may not be available' message. There was no delay, no blood loss, nor adverse consequences to the patient.